Manufacturer narrative:
The reported events were insulation layer folds and helix mechanism issue. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning the distal region, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of insulation layer folds was not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during the implant procedure that the right ventricular (rv) lead insulation would twist, and the helix was unable to extend out. The lead was not used and the physician completed the procedure with a different lead. The patient condition was stable.